Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing and when switched on does not switch off. No patient involved.

Event description:
No status indicator flashing and when switched on does not switch off. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 22nd october 2015. The device was returned for failing to switch on and no status indicator flashing. The faults were witnessed during the investigation. The faults were traced back to corrosion on multiple tracks of the pcba membrane, including track 13 (on button) and track 5 (status led a) resulting in a breakdown of the tracks. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane due to corrosion. The corrosion within the membrane, on the device screws and the usb contact collars would confirm the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.